Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient passed away from a stroke. The physician believes the stroke was related to the discontinuation of anticoagulants for the implant procedure. There were no reports of device-related issues from the patient prior to the passing.

Manufacturer narrative:
This report is to update outcomes attributed to adverse event - date of death.

Event description:
The date of death was confirmed to be on (B)(6) 2021.